Event description:
On 12/02/1998, the manufacturer received the device along with a report from the distributor's sales representative that states the following: upon removal of the spreadable sheath from the kit, a defect was found on the sheath. As a result, another kit was opened. On 12/07/1998, the manufacturer's representative contacted the distributor for additional information (i.e., implant/event date, patient's indentification, sex and lot number of the device etc.). On 12/08/1998, the distributor's sales representative informed the manufacturer's representative that no further information was made available to her. No further details were provided.